Event description:
As reported, a 5f exoseal vascular closure device (vcd) was completely removed from the patient without any tension being felt, and no changes occur on the indicator window. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and no difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the device was advanced through the sheath, and the sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window was facing up during retraction, and pulsatile flow was observed from the bleed-back indicator; however, the indicator window did not change at all. When the device was removed from the patient, no damage was noted to the indicator wire loop, and the device was not attempted to be deployed outside the patient. The device was used in an interventional procedure with a retrograde approach. Femoral artery suitability was verified on angiography, including a 30¿45-degree insertion angle, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, and had not been closed with any device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The user was trained to the device, and it was stored, prepped, and inspected per the IFU with no damage observed. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) was completely removed from the patient without any tension being felt, and no changes occur on the indicator window. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and no difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the device was advanced through the sheath, and the sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window was facing up during retraction, and pulsatile flow was observed from the bleed-back indicator; however, the indicator window did not change at all. When the device was removed from the patient, no damage was noted to the indicator wire loop, and the device was not attempted to be deployed outside the patient. The device was used in an interventional procedure with a retrograde approach. Femoral artery suitability was verified on angiography, including a 30¿45-degree insertion angle, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, and had not been closed with any device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The user was trained to the device, and it was stored, prepped, and inspected per the IFU with no damage observed. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position and the indicator wire was found deployed, where no abnormal conditions were observed on the indicator wire. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was conducted to assess the indicator wire, which exhibited a loop-shaped. Additionally, a microscopic evaluation of the device¿s internal components was performed. During both analyses, no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.